Event description:
No additional information received.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted.

Event description:
As reported through a fred x pas clinical study, event one is stated to be possibly related to the study device. Event description: left sided headaches and sensitivity to left face. Medication was provided for the neuralgia. Subject: (B)(6). Additional information: event # : 1 event term : trigeminal neuralgia. Event start date : (B)(6) 2025. Date site was made aware of the event : 14-mar-2025. Reported to irb? : no. Severity : mild. Was this a serious ae? : no. Medication : x. Specify : carbamazepine. Was the ae caused by or associated with a technical event? : no. Relationship to device: possible (treated aneurysm was left carotid cavernous). Relationship to procedure: possible (pain started on pod 3). Relationship to use of ancillary device : not related. Relationship to study disease : not related. Relationship to concomitant disease : not related. Ae outcome : ongoing. Additional information provided about the patient's pre-existing conditions; tia (01-dec-2024: subject complained of right face tingling, swelling of nodes, in neck, possible weakness in right arm, speech difficulties), headaches (subject with a history of headaches since 2016), arrhythmia, hypertension, contact dermatitis and seborrheic dermatitis, pre- diabetes, sialadenitis and odynophagia, premenopausal vasomotor symptoms and hysterectomy, hyperlipidemia, anxiety.